Manufacturer narrative:
Date of report: 02/12/2019. Date rec'd by MFR: 04/28/2019. The service technician replaced the power management board and the touch screen. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis on the returned touch screen and power management (pm) board shows that the customer complaint of unit rebooted and touchscreen issue.¿ was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the device rebooted during use. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.